Event description:
It was reported that a system error 2240 (air in tubing) alarm occurred during drain cycle one of four on the homechoice. The patient was connected at the time of the alarm. The caregiver (cg) had already ended therapy; the technical service representative (tsr) was unable to troubleshoot the setup. There was nothing reported that could have caused or contributed to the reported alarm. The tsr reviewed proper procedures with the cg. The cg planned to complete therapy using all new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.